Manufacturer narrative:
Result: cracked siderail panel. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported through a service report that there was a broken siderail panel. It is unk if there was pt involvement or any adverse consequences.